Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on an in-house system, and it failed normal mode as the axes controller carriage (acc) board was not detected. The rolling loop was swapped with a new one and the error no longer occurred. The root cause was attributed to component failure.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer encountered a non-recoverable error. The customer power cycled the system with no success. Technical support engineer (tse) reviewed the logs and confirmed error 319 pointing to universal surgical manipulator #2 (usm2). Tse helped the customer power down the system, hard power cycled and emergency power off (epo) on the patient side cart (psc); however, the system powered back on with the error. The customer hard power cycled and epo for the second time with no success. The customer was not willing to continue the procedure with 3 remaining arms and elected to convert the procedure to a laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the laparoscopic procedure was completed successfully with no injury to the patient.